Event description:
Shunt malfunction valve allowed blood to goin tubing toward brain, plugging tubing with blood clot. Shunt also may have moved fluid built up in cyst causing vitals including breathing to shut down. Child stopped breathing. Revision done.